Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of gradual decrease in light intensity was not confirmed. The light control worked properly. However, the automatic light control was set to +8 and the iris was set to ¿auto¿, this can lead to a strong light fluctuation in the patient. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, in echo bronchoscopies performed with bf-uc190f (evis eus ultrasound bronchofibervideoscope), the intensity of the light gradually decreased during the procedure. The subject device is an evis x1 video system center. There was no report of patient harm associated with this event. Related patient identifier: (B)(4).